Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 46 mg/dl and was 300 mg/dl in the morning. Customer indicated that she passed out and then woke up and treated with orange juice. Troubleshooting found that their doctor recently changed the basal rates. Customer declined further troubleshooting.